Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported, "the ps cutting block broke in half. They opened another one for the case."